Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a proximal femoral nail insertion was performed with proximal femoral nail antirotation (pfna) system for femoral fracture. During the procedure, the insertion handle got broke and when inserting the pfna nail, an insertion handle got stuck into the insertion guide and unable to detach from the nail. Thus, the nail had to be removed and a different nail inserted with a new instrument set. The procedure was successfully completed with a slight delay of an unknown number minutes. There was no harm to the patient. This report is for one (1) insertion coupler for proximal femoral nail insertion handle this is report 2 of 3 for (B)(4).